Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged that the visualization of particles. There was no report of patient harm/injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer's service center concludes that they couldn¿t confirm the customer's allegation and there was no visible foam. The device scrapped.